Event description:
A site representative reported that the imaging system was emitting a burning smell. The site representative reported seeing smoke. The imaging system was rebooted after which the pendant displayed scrolling-blinking generator bars at start-up. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
The hardware investigation found that the reported event was related to an electrical issue with the stand alone board. Visual inspection results confirmed electrical overstress in the area of r2 and c13 as well as other components in the vicinity. The stand alone board was not tested on the test system due to damages observed on the board. (B)(4)

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following up with the site, tested the system and reported that stand alone and x-ray relay board required replacement. Replacement device shipped to site for issue resolution. On (B)(4) 2015, a medtronic representative replaced the board and performed a navigation imaging system check-out, all areas passed. The system performed as intended after part replacement. No parts have been received by the manufacturer for analysis.